Manufacturer narrative:
Added: d3, e1. Patient-device interaction (aortic dissection/ major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The exact date of death is unknown but has been captured as the first day of the month. If additional information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Abiomed was forwarded a user submitted medwatch regarding an impella support. The allegation made is that the impella contributed to a "nick" at the aorta and subsequent death. All due diligence was made to locate the case support, but was not found. Patient condition and any underlying contribution of access, illness, or hemodynamic instability is not known. The vascular injury and bleeding is a known risk associated with impella use.